Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that his receiver failed to alert him when his cgm readings were low. Pt stated that his glucose levels became very low while he was driving, and police found him unconscious in his car. Paramedics were called and administered a glucose IV when they arrived. Pt stated that, upon reviewing his receiver data, he noticed a period of time when his glucose level rapidly went from 143 to 39 mg/dl, but he maintains that he never got an alarm. Pt was doing okay at the time of his call to dexcom technical support.

Manufacturer narrative:
Pt's receiver data was evaluated.